Manufacturer narrative:
Retainer ring : black customer returned pump for an alleged blank display, pump error 53, and cosmetic damage found on (B)(6) 2021 when pump was powered up, battery shifted battery tube downward causing a blank display. Unable to perform displacement, active current test, sleep current test, and self test due to blank display. Successfully downloaded history files and traces using thus. Pump error 53 was present in the history download on event date of (B)(6) 2021 at 8:41 am esf # 2610666 (file number: 2005, line number: 5632). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, and no unexpected battery alarms, alerts, or anomalies were noted on the event date in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, moisture damage is found isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, corroded battery tube, battery tube threads - cracked, and serial number label missing. Blank display was confirmed due to a shifted battery tube. Pump error 53 alarms confirmed in pump history/trace files on 09-aug-2021 at 8:41 am esf # 2610666 due to a software anomaly. Cosmetic damage was confirmed. Corroded battery tube is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm and it was blank. Customer reported they tried several batteries and it was not registering blood glucose. Customer reported blank display. Customer stated the display was not blank less than 30 seconds and or did not return. Insert battery alarm did not display on the insulin pump screen. Display did not return after insulin pump restarted. Insulin pump had a crack. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.